Event description:
Pt reported that they think their device is not delivering the correct amount of insulin all of the time. No error messages were generated by the device. Pt did not indicate that their blood glucose was affected by this alleged problem, and no treatment was reported as having been received. Pt will switch to back-up device.